Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient with dry eye at the two month post bilateral lasik visit. The patient is still using artificial tear drops and tear ointment at night. Dryness has improved. There are two medical device reports associated with this event. This report references the right eye.